Manufacturer narrative:
(B)(4). The reported complaint that two modules alarmed for error 240.4150 was confirmed however these errors are not believed to be the source of the customer's experience. A review of the four pump modules error logs found one error 240.4150 on pump module 8100-(B)(4) ((B)(6) 2013) and one on pump module 8100-(B)(4) ((B)(6) 2012). Both errors were found to have occurred on dates prior to the last usage. A review of the pcu event log for the last usage indicates that the 4 pump modules were attached and in use leading up what is believed to be the incident. According to the pcu event log on the reported incident date of (B)(6) 2013 the biomed was reviewing the error logs on the device. The actual incident date appears to be (B)(6) 2013. According to the log all four pump modules were infusing when at 7:29 am channel b lost communications with the pcu producing a channel disconnect alarm on the pcu. Over the next 18 seconds each of the three remaining devices also lost communications with the pcu. According to the pump module event logs each of the modules continued to infuse until they were stopped by the user. A close inspection of the iui connectors on all five devices found mild contamination present on most pins and severe contamination and corrosion on several pins on the mail iui connector of pump module 8100-(B)(4). Functional testing on the system using the parameters found in the event log review failed to replicate the channel disconnect event and therefore no definitive cause for the customer's experience was identified. The root cause of the customer's experience was not definitively determined however an intermittent connection at the iui interface is believed to have likely caused the disconnect event.

Event description:
The customer reported that during an infusion, two pump modules on the system gave channel error 240.4150. There was no pt harm or medical intervention. Although requested, no add'l pt or event details were provided.